Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported a xdcr (transducer) fault on the vela ventilator upon inspection of the vent. The error log also shows xdcr (transducer) fault. The customer confirmed that there was no patient involvement associated with the reported event.